Event description:
It was reported that during an unknown procedure, while firing the stapler to the appendix the device cut but did not staple. The surgeon had to hand sew the tissue. No patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on which firing(s) did this event occur (1st, 2nd, 8th, etc.) 1st. What color cartridge was being used? Blue. Was buttressing material utilized? If so, which product? No, only regular stapler. Was the instrument fired across or near an existing staple line or clip? No, it was the first firing on the appendix. Were any unexpected noises heard? If so, when? No noises heard. Were any of the forces higher or lower than expected (closing, firing, or opening)? Normal forces were applied (the hospital uses this instrument on a daily basis). After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes but the opening trigger did not open easily. Was there any difficulty removing the device from the tissue? If yes, how was the device removed from the tissue? Was there any damage to the tissue? The device was normally removed but the staples were not all fired.